Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a loose drive support cap. The customer's blood glucose was 151 mg/dl. Troubleshooting was done. The customer stated that the drive support cap was sticking out. The customer was not aware of how the damage occurred. Advised the insulin pump needed to be replaced. Advised the customer to follow his medically prescribed back-up plan. Advised customer that a replacement insulin pump would be sent. Nothing further reported.